Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03642 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the electrode was positioned in the tumor under CT guidance using the coaxial cannula provided. However, after powering on the generator and proceeding with the ablation, a console error (e02, h1) occurred. The needle was redeployed and the grounding pads were changed, but the problem persisted. A second leveen coaccess electrode system was then advanced to the original location and the procedure was able to be successfully completed. The account confirmed that the appropriate electrode algorithm was followed during the ablation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.